Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the customer experienced a blood glucose (bg) level of 40mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.